Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the skin reaction was characterized by pimples, bumps, and infection at the needle puncture site on the same day the sensor was inserted into the arm. The patient reported pain during insertion. Upon removal of the sensor, the patient noted symptoms consistent with cellulitis, including redness, swelling, warmth, and pain. The patient sought care at the emergency room and was prescribed an oral antibiotic (name unknown) for 7 days. The skin reaction resolved following treatment. At the time of the report, the patient was feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.